Event description:
The customer observed a falsely elevated architect stat high sensitive troponin-I for one patient with a clinical history of high blood pressure. The sample was repeated on the dxi analyzer with lower results. The following results were provided (reference range < 28 pg/ml): sid (B)(6), initial troponin result= 96.2 pg/ml; repeat result= 91.8 pg/ml; repeat results on the dxi analyzer= 14.6 pg/ml and 17 pg/ml (reference range < 17.5 pg/ml). There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 03p25 that has a similar product distributed in the us, list number 02r98, troponin-I stat high sensitivity, with 510k number k191595.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue. Review of tracking and trending for the architect stat high sensitive troponin I assay did not identify any trends related to the complaint issue. Additionally, no trends were identified for lot 79392ud00. A device history record review did not identify any nonconformances, potential nonconformances or deviations associated with the complaint lot number and complaint issue. Customer field data was used to assess the performance of the architect stat high sensitive troponin-I assay using worldwide data. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin I reagent lot 79392ud00 was identified.

Event description:
The customer observed a falsely elevated architect stat high sensitive troponin-I for one patient with a clinical history of high blood pressure. The sample was repeated on the dxi analyzer with lower results. The following results were provided (reference range < 28 pg/ml): sid (B)(6), initial troponin result= 96.2 pg/ml; repeat result= 91.8 pg/ml; repeat results on the dxi analyzer= 14.6 pg/ml and 17 pg/ml (reference range < 17.5 pg/ml) there was no impact to patient management reported.